Event description:
The customer reported that the insulin pump had an error alarm multiple times after the manual prime. Troubleshooting was performed. The customer stated that the manual prime delivered multiple times and after releasing the activate button the device would alarm and stay on the rewind motor error. The customer stated that his blood glucose was 75 mg/dl, and he did not sound coherent. Advised the customer to treat with soda and food and his glucose level went up to 85 mg/dl. It was stated that after fifteen minutes the customer¿s glucose rose to 120 mg/dl. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement test. The device was received with stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have an intermittent failure that was not detected during our testing.